Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty and drug coated balloon procedure using a 7f sheath. Reportedly, the plunger was not able to be depressed in step 2; therefore, the needles did not capture the vessel. Manual compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The mechanical jam was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible a needle deflection causes one or both needles to miss the foot pockets inducing the difficulty. The device plunger was not returned to determine another issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.